Event description:
End user reports that front left wheel came off, states completely separated from the hub. End user fell, and states he just had bumps, and bruises; user did not seek medical attention.